Event description:
Had to have revision surgery after two dislocations from zimmer epsilon durasul hooded liner. Still having problems from (B)(6) 2011 implant. Left leg never got stronger. I checked zimmer annual reports 2008-2010 and they never mention using durasul liners. They only mention key hip products. When did they start using the durasul and were they left over components of the durasul?